Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was discarded by the facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Referring to known similar events, it was presumed that the ptfe coating was damaged by strong friction generated when a sharp edge of a concomitant device such as a metal introducer point contacted the wire shaft. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that an asahi guide wire and microcatheter got stuck during a retrograde pci to treat a mildly tortuous, moderately calcified cto in the ostial rca. An asahi sion guide wire was used to navigate through the collateral with an asahi caravel microcatheter. When both devices reached to the distal rca, the sion guide wire was exchanged to an asahi fielder xt guide wire. The fielder xt guide wire successfully crossed the cto but the caravel microcatheter failed and became stuck. The caravel microcatheter was still behind the lesion, and it was unable to exchange the guide wire. Because the procedure took four hours at that time, the whole system was removed from the patient to terminate the procedure. The patient was reportedly fine and would be scheduled to have another pci to treat the cto.